Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set was leaking often which occurred on (B)(6) 2025. It was also reported that the connection between pump and continuous glucose meter (cgm) got lost for a short distance. No further information was available.